Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye at 4 day post op exam. The patient's chief complaint was that there was irregular astigmatism and that the left eye was blurrier than the right eye. At a 21 day post op exam, the flap was re-lifted. Bcva from 3/19/2016. Right eye pre-op 20/20 -1.25 x -.50 x 30. Left eye pre-op 20/20 -1.25 x -.50 x 150. Bcva from 3/29/2016. Right eye post-op 20/20 .50 x -.50 x 0. Left eye post-op 20/20 .50 x -1.25 x 130.